Event description:
It was reported that the needle tip broke off during a rcr procedure and was not retrieved from the patient's cuff. The report stated the needle was passed through tissue less than ten times. The surgeon attempted to retrieve the tip but could not. The patient developed a post-op infection but the surgeon does not suspect that the remaining needle caused the infection. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
(B) (4). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided; therefore device history record review could not be performed. This device is supplied sterile. Based on the information provided, the most likely cause(s) of a broken needle tip would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The most likely cause of the post-op infection is not determined; no further information was provided. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.